Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited loss of capture; all other electrical values were normal. The physician decided to check the lead placement via fluoroscopy and noted that the lead had dislodged. The physician elected to monitor the patient since he was in good condition and all other electrical values were stable. On (B)(6) 2015, the physician elected to reposition the lead. The lead was successfully repositioned. All electrical values were tested and noted to be normal. The patient was in good condition post the event.

Manufacturer narrative:
(B)(4).